Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. The reported condition was confirmed, however the cause could not be determined.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the unit determined that the bladder ruptured in a non-footed position. The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. Markings on the interior surface of the bladder were detected near the rupture line. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that an infusor had its reservoir rupture during filling. The device was being filled via a syringe. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.